Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the explanted valve was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. However, the surgeon has indicated that there was no malfunction of the subject device. No further actions are possible with the available information.

Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 5 years and 4 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to enterococcal prosthetic valve endocarditis. Per the op report, "the patient's aortic valve had significant annular infection with a fairly sizable abscess in the commissure between the right and non coronary cusps. The valve itself was quite shaggy with multiple vegetations. It, however, still had fairly good mobility without degeneration of the leaflets." The device was explanted and a new edwards bioprosthetic valve was implanted. The patient was reported to have tolerated the procedure satisfactorily. Furthermore, it was noted by the surgeon that there was no malfunction of the explanted valve.